Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with left anterior descending (lad) disease. The target lesion was located in the lad to diagonal branch. A taxus element stent was advanced to treat the lesion. During treatment it was noted that the stent came off the balloon and was in the left main stem coronary artery. The dislodged stent was retrieved using a snare. No patient complications were reported.